Event description:
Caller states the patient tested 4.3 inr and 4.2 inr on the coaguchek system while a comparison lab returned as 3.1 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.